Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, home patient (hp) had a check patient line alarm. The caregiver (cg) connected the hp to the machine before checking the patient line. The patient line was filled with air. The tsr assisted with ending therapy and so the hp could restart with all new supplies. Global product surveillance contacted the peritoneal dialysis nurse (rn) on (B)(6) 2011 about the reported problem. The rn stated she saw the home patient (hp) on (B)(6) 2011. The rn stated the hp is completing therapy and doing fine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for the check patient line alarm is not confirmed and the cause was not identified because the disposable set was not returned to baxter, the lot number was not provided, an event log review was not performed, and the user did not describe any type of use error that might have caused the alarm. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.